Event description:
Pt has an apparent granuloma. The pt presented with radicular pain in the mid-thoracic area, foot drop, bladder and bowel incontinence, weakness in the lower extremities, and sensory complaints at the lumbar radicular area. A nuclear-medicine dye study was done which diagnosed the mass. A dye study was done which showed an occlusion at the tip of the catheter. An MRI was done which showed an extramedullary mass left of the spinal cord. Cultures of the mass were done which showed negative results for aerobic, anaerobic, malignancy and fungus. The culture did show necrotic tissue. The mass was surgically explored. The operative report findings state "apparent granuloma on left side with cord displacement found 1cm from tip of intraspinal catheter." The catheter was tied off and later reattached to another catheter. The pt's present status is "improved - pain under control, dose at 1/3 original - motor function returning."